Event description:
Customer returned the device for evaluation and repair of poor air supply issue. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the device nozzle was clogged with the presence of a foreign material. This is attributed to insufficient cleaning. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of presence of foreign material in the nozzle as observed during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the device nozzle was clogged with the presence of a foreign material. This is attributed to insufficient cleaning. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: due to wear of angle wire, bending angle in up direction and play of up/down (u/d) knob do not meet the standard value; u/d knob has corrosion; protector of video cable has a cut; adhesive around distal end rubber coating (a-rubber) has a chip and white-clouded area; adhesive around objective lens and light guide (lg) lens has white-clouded area; and connecting tube has a scratch, dent, and a wrinkle. The user¿s complaint of poor air supply was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information on the device reprocessing. The device is manually reprocessed. It is not known if an air/water cleaning adapter is used. The device was cleaned, disinfected, and sterilized before sending in for repair. When the foreign material adhered to the device is not known. The foreign material found in the device may be gauze or towel fibers used for wiping the device after washing. Pre-cleaning information: it is not known if there was no delay to the start of pre-cleaning which was done properly. It is not known if the air/water nozzle was flushed with water and air. The device was immersed in the detergent solution. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free gauze, brush, or sponge. It is not known if the air/water nozzle was flushed with detergent solution.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿[inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function: 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
Addendum mar 3, 2023: there is no patient involvement in the customer reported issue of poor air supply.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information.